Event description:
It was reported the customer was mistakenly advised that the device could be implanted with one pacing lead and one is1 pin plug. It was also reported this configuration would be magnetic resonance imaging compatible. An atrial lead was implanted approximately 2 weeks post initial implant. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-85 implantable tachy lead (B)(6) 2013. (B)(4).